Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection noted no abnormalities. Functionally the loading units were loaded with a representative cartridge and were applied to test media. All staples were placed, and test media was cleanly transected. The handle correctly displayed that the loading units had been fired one time. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy procedure, when stapling the pulmonary vein, the surgeon was able to press the green button and squeeze the handle but the stapler did not fire. Another competitive device was used to complete the case. There was no patient injury.